Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) upon powering up the platform. The customer stated they store their autopulse platform in the autopulse quick case, placed inside their ambulance. No patient involvement.

Manufacturer narrative:
The reported complaint that "autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) upon powering up" was confirmed in the platform's archive data and functional testing at zoll. The root cause of the reported complaint was a seized brake assembly due to rust/corrosion on the brake housing area, which led to the drivetrain motor failing to rotate (initiate compression). The rust and seized brake result from humidity or user handling. A review of the autopulse platform archive revealed that frequent daily checks had not been performed. Daily device checks are required per the zoll user manual to help prevent the brake from seizing. The customer stated that the autopulse platform was stored in the autopulse quick case, placed inside their ambulance. The customer is in (B)(6), which is a high-humidity location. Performing regular daily checks and storing the device in a location with low humidity will reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from corroding and seizing. Visual inspection of the returned platform revealed a cracked front enclosure at the front-end area, unrelated to the reported complaint. The observed physical damage appeared to be characteristic of harsh impacts due to user mishandling. The autopulse platform was last serviced, and the front enclosure was replaced at zoll in august 2021. The damaged cover was replaced to address the observed issue. The archive data was reviewed and revealed multiple fault code 16 (timeout moving to take-up position) error messages on the customer's reported event date, confirming the reported complaint. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation. The brake assembly was seized from corrosion which triggered fault code 16 reported by the customer. The corrosion at the brake housing area was removed using ipa (isopropyl alcohol). A brake gap inspection was then performed and verified the brake gap was within the specification. Subsequently, the autopulse platform successfully passed a run-in test using the large resuscitation test fixture (lrtf) with good known test batteries until discharged. Following service, a final run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform sn (B)(6). (B)(4) was reported on 26 july 2021 for fault code 16, and corrosion at the brake housing area was removed using ipa (isopropyl alcohol) to remedy the fault.